Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced a low blood glucose event due to the scroll wrap issue on the insulin pump. The customer called to inquire about replacing the insulin pump due to the scroll wrap feature. She stated that the event occurred a few months prior and that the blood glucose reading was in the 40 mg/dl range. She stated that the low blood glucose stayed in that range for a while before coming back up, as she had bolused 10.0 units of insulin at that time. She was unsure whether she attempted to treat the low blood glucose with glucose tablets or food. Advised that the insulin pump would be replaced. The blood glucose reading at the time of the call was 186 mg/dl. Nothing further reported.